Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user manually entered a blood glucose value of 180 into the ilet, believing the prompt referred to insulin units, while her actual blood glucose was 116, and they later experienced a high of 239 and an overnight low of 41; the user also reported uncertainty about meal announcements and had been under-announcing dinners. Symptoms included hyperglycemia and hypoglycemia that were self-managed with oral glucose for the low, disorientation and an odd taste in the mouth. Outcomes included no hospitalization and no outside medical assistance. Investigation included user counseling on correct data entry, appropriate meal announcements, avoidance of overcorrection, and allowing the automated system to adjust insulin delivery. Investigation of this case revealed user error related to incorrect manual blood glucose entry and suboptimal meal announcement behavior that likely contributed to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.